Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/07/2025, a sales representative reported via (B)(4) that an ar-8330h shaver hp had a piece of a broken tip of an ar-8400td torpedo that could have broken off and fallen inside. The issue was discovered during the surgery. Another device was swapped, and the case was completed without adverse effects on the patient. X-rays were taken, and there were no pieces of the broken device inside the patient. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event, no sign of a broken tip of the ar-8400td in relation to the shp, since the tip of the attachment broke off while the hub secured in collet.